Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ceramic tip broke off during a transurethral resection of bladder tumor (turbt). The broken piece was retrieved from the patient's bladder with a forceps and the patient's health was not impacted. They reported there was up to a 10 minute delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to provide a correction to field (d9). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to wear and tear and/or improper handling (impact or shock). Additionally, cracks on the insulation material are mostly not visible, making visual inspection difficult. However, the subject device was not returned. And the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.